Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached/clogged to the insufflation channel, but the foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional issues were identified during the device evaluation: the bending section cover adhesive had separated and the bending angulation was out of specification. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii gastrointestinal videoscope had too much pressure in the air-water channel during automatic endoscope reprocessor (aer) treatment. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that foreign material had been clogging the air/water channel. The foreign material was impossible to remove from the channel, and the identity of the substance was unknown. This report is to capture the reportable malfunction of a foreign material clogging the channel noted at estimation.